Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and stated that the ventilator was not able to read the exhalation sensor (evq). The se reseated the evq. Once the evq was installed properly, the blank display issue was resolved. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the graphic user interface (gui) on a 980 ventilator went blank and an error message was generated. The ventilator was not in use on a patient at the time the event occurred.